Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 300 mg/dl and a correction bolus via the pump was delivered to address the bg. The customer did not know what was causing the high bg. The customer declined tandem technical support's offer to troubleshoot and stated that a healthcare provider would be called to obtain medical advice.